Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon ruptured. No patient injuries or complications occurred. Patient status is listed as "okay".